Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope's nozzle had foreign material. There was no patient involvement.

Event description:
No additional information provided by the customer.

Manufacturer narrative:
Correction is being made to previously submitted g3 in (B)(4) date received by manufacturer date of 2/10/2026. The correct date was 2/13/2026.